Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device for no power up and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to mention the batteries used at the time of the reported event were not returned for evaluation. The device was evaluated for self-test failed; the malfunction was duplicated and attributed to a faulty integrated circuit on the main board. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.